Manufacturer narrative:
The customer didn't recall which type of led lights (blue or yellow or both) appeared dimmer than normal. The customer never measured with the neoblue radiometer. The biomed personnel put in a request to order the nb radiometer replacement. Once customer receives the radiometer, and measures the intensity, they will follow up with natus. Per customer the device has been put back out to service. No further investigation possible.

Event description:
Natus received a report on (B)(6) 2017 their neoblue led light appears dim. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.